Manufacturer narrative:
(B)(4). Concomitant medical products: unknown bearing, cat#: unknown, lot#: unknown; unknown femoral, cat#: unknown, lot#: unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07035, 0001822565-2017-07036, remains implanted.

Event description:
It was reported that the patient is being considered for revision for unknown reasons. No further information has been provided.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Part and lot identification are necessary for review of device history records, neither were provided. These devices are used for treatment. Unable to perform a compatibility check based on the provided information. Surgical notes were not provided. Root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.